Event description:
It was reported that patient experienced ineffective therapy, and patient did not charge their ipg as recommended. The ipg became unable to communicate with external devices. X-ray imaging revealed migration of one lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000064264.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.